Event description:
It was reported that during a revision procedure, it was found that this right atrial (ra) lead was damaged. The health care professional (hcp) made the decision to keep the lead in service due to the case complexity and will continue to monitor the patient and system. At this time, no further information is available. The lead remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that insulation damage was noted, but all electrical measurements were within normal range, so no further action has been taken. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that during a revision procedure, it was found that this right atrial (ra) lead was damaged. The health care professional (hcp) made the decision to keep the lead in service due to the case complexity and will continue to monitor the patient and system. At this time, no further information is available. The lead remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that insulation damage was noted, but all electrical measurements were within normal range, so no further action has been taken. No adverse patient effects were reported. The lead remains in service.